Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: ID: 1, inratio: 2.1, lab: 6.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: ID: 1, inratio: 2.1, lab: 6.4, mean: 4.25, confident limits: 2.4-6.1. The inratio and lab values are not within the confident limit as per internal procedure. Product will be investigated. Patient is on lovenox. As per user's guide, "what cause unexpected results" certain prescription drugs and over the counter medications can affect the action of oral anticoagulants and the inr value.